Event description:
The pt reported on (B)(6) 2013 her blood glucose reached "high" (>500 mg/dl) less than 24 hrs after the pod was activated. She called 911 and was rushed to the emergency room. Attempts were made to reach the pt to obtain add'l info about the event, but she was unable to provide the info at the time of the call.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.